Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found collet stuck in row 2. Installed new collet, tip clamp and plunger clamp in row 2. The instrument was tested without further problem and was returned to expected operation.